Event description:
A report was received that the patient had tenderness at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action.

Event description:
A report was received that the patient had tenderness at the ipg site. The patient will undergo an explant procedure.